Event description:
Pt had total hip arthroplasty in 1990. In the last three yrs, pt has seen increased shortening of the left leg and increasing external rotation deformity along with daily pain. Exam findings: no internal or external rotation noted. Two cm. Short on the left side. Stem grossly loose with very significant osteolysis of proximal femur. Large cement plug distally is loose. Stem subsided down to the level of the trochanter and retroverted.